Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was attempted to be implanted within the common bile duct of a patient on (B)(6) 2013 during an endoscopic retrograde cholangiopancreatography (ercp) procedure with stent placement. According to the complainant, during the procedure, a wallflex biliary rx covered stent was introduced into the scope; however, severe resistance was met at approximately 20 cm. Therefore, the device was removed from the scope with a lot of resistance. Outside the patient, the user noticed that the tip of the introducer was "a little frayed." The procedure was completed with a different device. There were no patient complications as a result of this event. The patient's condition was reported to be fine post procedure.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device revealed that the outer sheath was fully retracted and the stent fully deployed. It was noted that the device was returned with a 0.035 inch guidewire inserted through it. Initial attempts to remove the guidewire failed. However, it was possible to remove the guidewire once the shaft of the device distal to the guidewire access port was dissected. An examination of the distal tip and deployed stent found no anomalies. A visual and tactile examination of the delivery system noted that the clear section of the outer sheath was kinked and accordioned along its length. It was noted that the distal end of the outer sheath was damaged. It can be confirmed that the outer sheath was intact and that no section had detached. An examination of the inner shaft noted that it was kinked at the guidewire access port. Based on the condition of the returned device, which revealed that the tip of the device was not damaged, this event is no longer reportable. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was attempted to be implanted within the common bile duct of a patient on (B)(6) 2013, during an endoscopic retrograde cholangiopancreatography (ercp) procedure with stent placement. According to the complainant, during the procedure, a wallflex biliary rx covered stent was introduced into the scope; however, severe resistance was met at approximately 20 cm. Therefore, the device was removed from the scope with a lot of resistance. Outside the patient, the user noticed that the tip of the introducer was "a little frayed." The procedure was completed with a different device. There were no patient complications as a result of this event. The patient's condition was reported to be fine post procedure.